Event description:
Baxter reported 1 incident of a pump segment of the homechoice set leaking during use. No patient injury was associated with this incident, however, the patient was administered prophylactic antibiotics as a result of the event.